Manufacturer narrative:
Tracking #.50126. H6; bend shaft and torn insulation. The analysis results confirmed that the instrument was returned with approx a 4 degree bend in the sahft and was missing approd 3.14" of the insulatin sheath. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and we have documented the reported circumstances and analysis results. This inquiry was originally reported as an rpo "record purpose only." If this product is used with a metal trocar/cannula, upon removal, the sheath may become damaged. The info you provided is compiled, monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providng us an opportunity to evaluate the reported event as all info reported to ethicon endo-surgery is critical to our continuous improvement efforts.

Event description:
It was reported during a laparoscopic procedure a 3 inch piece of insulation separated completely from a dcd32 dissector. The insulation was floating freely in the abdomen and retrieved. There was no consequence to the pt.